Event description:
This spontaneous report was received on 03-aug-2012 from a reporter reporting on consumer (age and gender unspecified) from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the toothbrush broke. The consumer stated that out of four toothbrushes, three toothbrushes broke in the same place. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the toothbrush broke. The consumer stated that out of four toothbrushes, three toothbrushes broke in the same place. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from unspecified to 00412sg h1. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012 from a reporter reporting on consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the toothbrush broke. The consumer stated that out of four toothbrushes, three toothbrushes broke in the same place. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from unspecified to 00412sg h1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on quality investigation, the claimed toothbrush had been manufactured according to the specification. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on 16-aug-2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med).this closes out this report unless other additional significant information is received. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 2214133-2012-00320. The initial submission for the second and the third product in this case will have the manufacturer report number 2214133-2012-00322 and 2214133-2012-00323 respectively.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med).this closes out this report unless other additional significant information is received. This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 2214133-2012-00320. The follow up submission for the second and the third product will have the manufacturer report number 2214133-2012-00322 and 2214133-2012-00323 respectively.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless other additional significant information is received. This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 2214133-2012-00320. The follow up submission for the second and the third product will have the manufacturer report number 2214133-2012-00322 and 2214133-2012-00323 respectively.